Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient on impella cp support developed a severely high plasma free hemoglobin level, which was an indication of impella malposition. Transesophageal echocardiogram was performed to check the position, and the impella cp was found to be pointing towards the mitral valve. A decision was made to take the patient to the catheterization lab to reposition the impella but the impella cp was unable to be repositioned. A new impella cp was placed successfully.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: after reviewing logs, suction alarms along impella in aorta alarms were observed. The hemolysis was most likely use issue related due to improper positioning per clinical. Device in wrong position (positioning issue): the cause of positioning issue cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.